Event description:
A report was received that after a revision procedure (MFR report #: 3006630150-2013-00431), the patient had pain that was higher than normal. The patient was given a lot of medications to relieve the pain.

Event description:
A report was received that after a revision procedure (MFR report #: 3006630150-2013-00431), the patient had pain that was higher than normal. The patient was given a lot of medications to relieve the pain.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that after a revision procedure (MFR report #: 3006630150-2013-00431), the patient had pain that was higher than normal. The patient was given a lot of medications to relieve the pain.

Manufacturer narrative:
Additional information was received that the patient's numbness had decreased. No interventions were provided for the numbness.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. It was found out that during the procedure the lead penetrated and gone through the patient's spinal cord. The patient was doing well following the procedure but had numbness in her legs. Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg) the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.